Manufacturer narrative:
The field service engineer (fse) replaced the tubing at pinch valve pv37 to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported an uncontained leak of approximately two (2) milliliters coming from the coulter lh 500 hematology analyzer onto the counter. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, laboratory coat, and goggles when the leak occurred. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.